Event description:
On 9/1/98, rn at hosp, reported that on 8/31/98, the detachable tip came off of the endolumina ii transillumination system's cable while dr was performing a nissen procedure. The anesthesiologist was attempting to pass the ets through the pt's esophagus and encountered resistance. Because he was unable to pass the ets through the pt's esophagus, he decided to remove the device. As the physician was attempting to withdraw the ets, the device's tip detached from the transilluminator cable and remained inside the pt. A gastroenterologist was called into the or to help remove the tip from the pt. Using endoscopy, the dr was successful in removing the tip from the pt without any injury occurring. The ets had been used at this hosp approx 5 or 6 times.